Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer hardware had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 2.1 cubie c6 was not locked in tray and the barcode scanner intermittently failed to scan. A field service engineer (fse) cleaned cubie tray locking latch and scanner universal serial bus (usb) cable was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.